Event description:
It was reported that during a da vinci-assisted nephrectomy surgical procedure, the bipolar energy function was not working intermittently. The customer called in after the procedure to report the issue. System functionality was reportedly checked prior to use, and no issues/errors were noted. The customer replaced the bipolar energy cable and instrument, but the issue persisted. The surgeon then elected to convert to laparoscopic surgery. There was no reported injury. Intuitive surgical, inc. (Isi) performed follow-up and obtained the following additional information regarding the reported event: it was confirmed that there was no patient harm, injury or adverse outcome due to the procedure conversion.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The fse was unable to reproduce the reported problem. The fse powered on the system and tested the bipolar energy function without any issues. The fse reconnected the cables between the vision side cart (vsc) and external generator. The fse found no error in the system logs. The system was tested and verified as ready for use. No image or procedure video was provided for review. This complaint is being reported based on the following conclusion: system unavailability after the start of a surgical procedure (first port incision) contributed to the procedure being converted to laparoscopic surgery. Although there was no patient harm reported, if the alleged malfunction were to recur it could cause or contribute to an adverse event.